Manufacturer narrative:
Handpiece: (unable to confirm/inconclusive/unable to determine) consumable (no sample returned/inconclusive/unable to determine) no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. No consumable sample has been returned for evaluation for the report ¿the tip of handpiece of the pack was obstructed.¿ therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the tip of the handpiece was obstructed. There was no patient harm. Additional information has been requested.